Event description:
A site representative reported a vertek arm not holding properly. No further details provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The handle of the vertek arm was broken and spins freely. It was not possible to lock the vertek arm. The reported event was confirmed. The device was replaced and there were no further issues reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued. Suspect device not returned to manufacturer for evaluation.